Manufacturer narrative:
Unique identifier (UDI) (B)(4). This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the innovin reagent. At 8:15 am, the result from the meter was 2.6 inr. At 8:45 am, the result from the laboratory was 1.8 inr. The patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter and a high level control. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.